Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 7 in the patient's mouth, the implant did not achieve primary stability in type iii bone. A sinus graft was performed. The clinician reported peri-implantitis and insufficient bone quality in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.